Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm, the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. Also it was noticed that the electrode post had been broken off. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. The IFU states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause could be improper sterilization methods and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm, the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. Also it was noticed that the electrode post had been broken off. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. The probable root cause could be improper sterilization methods and or mishandling.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.